Manufacturer narrative:
Upon additional informaiton this investigation will be updated,

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly inspected and analyzed. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
Subsequently, a revision took place and this device was explanted and will be returned. Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that this patient was hearing beeping tones for the device. Technical services was contacted for additional information and discussion. A review by technical services of the device data revealed that this device had an alert stating that "voltage was too low for projected remaining capacity". Technical services noted that such faults occur when the battery is less then expected based on approximate time to explant. In addition, engineering discussed a device replacement.